Manufacturer narrative:
Concomitant medical devices: product ID: a710, serial#: unknown, product type: software; product ID: 3777-60, serial#: (B)(4), implanted: 2010-02-01 explanted: product type lead product ID 3777-60 lot# serial# v315407007 implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 28-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient implanted with a neurostimulator (ins). It was reported that two weeks after the implant, patient lost coverage on one side. It wasn't until (B)(6) that an x-ray was taken to confirm a lead fracture. Patient had revision on (B)(6) 2020. It was reported that there was difficulty with connecting to ins (old battery). Rep used another ins and now it is only connecting to that implant. Rep doesn't have cable with her. Since rep had trouble connecting to the old implant that was implanted (B)(6) 2020, hcp requested a new implant. Rep to send the ins back for analysis. Rep needed to disconnect. New device implanted (B)(6) 2020. Rep said old battery was at 40% prior to revision. No further complications were reported.

Event description:
Additional information was received from a manufacturer representative. It was reported that during ins replacement on (B)(6) 2020, there was impedance issue, but rep was able to program and get good coverage for patient. No further complications were reported. Additional information was received from the rep. It was reported that the issue was high impedances - all of the electrodes were "avoid". Rep did not remember the values. The cause of the issue was that the lead was fractured. The cause of the ins replacement was due to normal battery depletion. Patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID a710 lot# serial# unknown implanted: explanted: product type software product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: a710; product type: software; product ID: 3777-60; lot# serial#: (B)(6); implanted: on (B)(6) 2010; explanted: on (B)(6) 2020; product type: lead; product ID: 3777-60; lot# serial#: (B)(6); implanted: on (B)(6) 2010; explanted: on (B)(6) 2020; product type: lead; product ID: 3708120; lot# serial#: (B)(6); product type: extension; product ID: 3550-29; product type: accessory; h3. Analysis of the lead; (B)(6) found that the distal end of the stim lead had broken conductors. All conductors were broken at the distal end of electrode #7. Analysis of the implantable neurostimulator (ins) (B)(6) found that there were insignificant anomalies / the ins was functionally okay. H6: lead the conclusion code 11 no longer applies rather 4315 is applicable. The results code 3233 no longer applies rather 3252 is applicable. The method code 4118 no longer applies rather 10 is applicable. Implantable neurostimulator (ins) the conclusion code 11 no longer applies rather 4315 is applicable. The results code 3233 no longer applies rather 213 is applicable. The method code 4118 no longer applies rather 10 is applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their leads broke in half and they weren't getting any relief on either side so the lead was replaced. They also reported that their implant was replaced on (B)(6) 2022 (patient services understood this as the 3rd implant) and it worked for a little bit then stopped working. Pt did not recall the event date.

Manufacturer narrative:
Correction h6: added device code c62973. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: a710, serial# unknown, product type: software; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the neither the cause of the lead fracture or the cause of the difficulty connecting with the battery was determined. The lead was replaced and the rep provided the model and serial number of the replacement lead. It was indicated that the explanted lead was shipped for return with the ins.